Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. No moisture damage was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have received a button error alarm due to moisture under lcd display. Customer states he took a shower with insulin pump still attached. Customer also reports that display screen was scratched. Customer's blood glucose was 252 mg/dl, which were treated with insulin pump. Customer was advised that insulin pump would need to be replaced. No further information provided.